Event description:
A customer reported a malfunction alarm with their insulin pump, which could not be reset. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer used multiple daily injections as a backup therapy to maintain insulin delivery. Technical support arranged for a replacement pump with updated software to be sent to the customer and provided instructions for returning the faulty pump.